Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a replacement procedure, it was attempted to connect the previously implanted ventricular lead to the pacemaker. Nevertheless, it was impossible to screw the ventricular lead on the pacemaker. The lead connector pin could not be fully inserted in pacemaker connector port. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a replacement procedure, it was attempted to connect the previously implanted ventricular lead to the pacemaker. Nevertheless, it was impossible to screw the ventricular lead on the pacemaker. The lead connector pin could not be fully inserted in pacemaker connector port. Therefore, the pacemaker was not implanted.